Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
The customer reported "a bubble in the soft part of the IV set, inside the pump near the top burst." Unknown medication infusing at the time of the event. There was no report of patient or staff harm. Medical intervention was not required. Although requested, no additional patient or event details were provided.